Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, decreased pacing impedance, and dislodgement. Repositioning was attempted, but the physician was unable to reinsert the lead into the device header. The lead was instead explanted and replaced. The patient was stable and asymptomatic.